Event description:
It was reported that the insulin pump had a compromised force sensor system error. Customer's blood glucose level was 15 mmol/l. Customer stated that they were ill and received an alarm on the insulin pump while changing the set. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device alarmed during the basic occlusion test due to the protruded/loose drive support disk. The unit also was received with minor scratched display window, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.